Manufacturer narrative:
The autopulse platform was received and investigated by a zoll distributor. Investigation results as follows: the shaft lock was worn out (less than 1.5 mm), voltage of the battery was low (under 2.9v), one of the head restraint had cracked. Archive data was collected and reviewed. The reported issue of ua 7 and 44 appearing on the screen of the platform was confirmed. Based on the evaluation results, a definitive root cause for the reported complaint could not be determined.

Event description:
Customer reported no zoll distributor that the autopulse platform did not work correctly even though the battery was fully charged. Manufacturer requested additional information on (B)(4) 2013, customer provided the following information on (B)(6) 2013: the incident occurred while the autopulse was being used on a patient. The device suddenly stopped compression. User advisory (ua) 44, 1 and 7 displayed on the screen of the platform. A new battery was used and the reported problem did not recur. Manual CPR was administered to the patient. No adverse patient sequelae was reported.